Event description:
It was reported that a cartridge alarm 0 occurred. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact on customer's blood glucose level.